Manufacturer narrative:
One 7207315 sterile 4.5mm cannulated endoscopic drill bit used for treatment, was not returned for evaluation. Due to unavailability, evaluation was limited. If further information becomes available the complaint can be revisited. Factors that may affect device performance include: device maintenance, ability, and storage, procedure location and tissue condition. Successful implantation hinges upon following the recommended site prep recommendations. Influences that could compromise product performance or integrity include: IFU not adhered to. Inadvertently reused single use product. Contact with another instrument or device causing damage. No product inspection prior to use. Per IFU ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Force placed upon the drill can present bent distal tips and dull or uneven cutting edges. Use of drills with worn or dull tips can result in breakage.¿ it is up to the surgeon to be familiar with the limitations of the specific device.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution. Post market surveillance activities will continue to monitor the failure mode. Relationship between the event and device was not confirmed. No further investigation is warranted at this time.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device was received in a plastic tube. The distal end of the drill was significantly flared, and small pieces had broken off. The fragments were not returned. There was significant debris on the device. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review of the lot concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include inconsistent drilling speed, twisting or bending of the device during use, or inadequate inspection before use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during surgery, the begin of the cannula drill bit broke. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.